Manufacturer narrative:
The device has not been returned for evaluation to date. If the device or images are submitted in the future, an evaluation will be performed. A follow-up report will be submitted at that time.

Event description:
One catheter was used in the patient, presented phlebitis within the first 48h of use.